Event description:
No additional information from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: h2, h3, h6, h11 the device was returned to olympus for inspection and the reported failure was not confirmed. Additionally, scope communication error b30, no image and foreign material in air water tube was found during investigation. A root cause could not be identified. Based on the results of the investigation, it is likely that cause could not be confirmed for the reported failure. Based on the investigation, scope communication error b30 and no image was due to corrosion in the plug unit and cause could not be established for foreign material in air water tube. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the gastrointestinal videoscope had error code e216 (scope communication error code). There were no reports of patient harm.